Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. During troubleshooting with tandem tech support, customer indicated that sweat could have obstructed the pump vents. Customer allowed the pump to dry and was able to change the cartridge successfully. There was no impact to customer's blood glucose.